Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the brand new programmer was taken out of the box and it booted to an error. Per the reference material this indicated a corrupt hard drive. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment and it was recommended that the programmer be reconfigured and the software reloaded prior to shipping.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.